Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised after a fall due to a broken implant.

Manufacturer narrative:
Concomitant medical products: item: nexgen cra/lcck/rhk femoral 10mm posterior augment, size f, catalog number: 00599003620, lot: 62718650; item: nexgen offset stem extension, 15mm x 200mm, catalog number: 00598801014, lot: 62955335; item: nexgen rhk tibial plate, size 5, catalog number: 00588000500, lot number; item: nexgen 20mm tibial augment block, rt l/lt m, size 5, catalog number: 00598800529, lot: 62979548; item: nexgen 10mm half block tibial augment, size 5, catalog number: 00598800527, lot: 62710972; item: nexgen straight stem extension, 15mm x 155mm, catalog number: 00598802115, lot: 62718476; item: nexgen rhk articular surface, 14mm, fem f/tib 5-6, catalog number: 00588006014, lot: 62384948. No devices were received; therefore the condition of the components is unknown. Review of the device history records for the femoral component (lot 62648149) identified nonconformance reports from the grind operation step and sonic clean operation step. One unit was identified to be flat on the condyle during inspection after grinding (operation 450). Seven units were identified to have inclusion/negatives during the penetrant inspect after the sonic clean (operation 750). The affected devices were scrapped. Hinge post subcomponents from two lots were issued to finished good lot 62648149. Review of the device history records for the hinge post subcomponent lot 62616203 identified a nonconformance report from the machining and deburring operation. One unit was identified to be out of tolerance on the inner diameter during inspection (operation 100). The affected device was scrapped. Review of the device history records for the hinge post subcomponent lot 62556687 identified a nonconformance report from the machining and deburring operation. Two units were identified to have oversized threads during inspection (operation 100). The affected devices were scrapped. This device is used for treatment. A page from the operative notes from the patient¿s previous surgery state that the rhk components were implanted after the patient underwent a two-stage revision due to infection; however, the description of the procedure was not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the implanted devices identified no compatibility issues. Review of the x-rays taken prior to the revision on (B)(6) 2016 show that the femoral hinge post had fractured with posterior and medial displacement of the fragments. Review of the x-rays also noted that the lateral femorotibial joint space appears greater than the medial joint space and the femoral component is not parallel to the tibial tray. Reported information states that the hinge post fractured after the patient experienced a fall. Per the nexgen rhk package insert (87-6203-904-22, rev. -), loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. The package insert also states that because the rotating hinge knee is a highly constrained device, the risk of component breakage, loosening and polyethylene wear may be greater than for less constrained knee implants. It appears that the fracture of the hinge post was caused by the patient fall.

Manufacturer narrative:
This report will be amended when our investigation is complete.